Event description:
It was reported during use of bd preset¿ arterial blood collection syringe; 2 devices were overfilled. The scale was misaligned in 20 devices (on opposite side). There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd received 3 photographs from the customer in support of this complaint. Evaluation of the photos indicated that there is a misprint on the barrel and the syringe did not perform as expected(overfill). The barrels are pre-printed and at this point there is no difference in the orientation of the print. When the barrels are fed to the assembly process the barrel can be in one of two orientations, causing the print to be either face up or face down. There is no control over this within the assembly process. However, as per the instructions for use which are contained within each shipping case of these products, the orientation of the print is immaterial. As these are preset syringes, after fully depressing the plunger, they should be set to slightly above the recommended draw volume of 1.6ml (for a 3ml syringe). These syringes will also automatically draw to the set volume and then stop, there is no need to observe the scale during filling. The scale marking on the barrel is only present to help the initial setting of the syringe to the correct draw volume. Therefore, this(orientation) is a cosmetic defect and does not affect the efficiency of the product. 10 retained samples were taken and visually inspected, and no misprinted barrels were observed. A further 10 samples were functionally evaluated for draw volume, all syringes filled as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure modes misprint (orientation of barrel) and not performing as expected (overfill). Based on the photos provided. Bd was not able to identify the exact root cause for the indicated failure modes complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported during use of bd preset¿ arterial blood collection syringe; 2 devices were overfilled. The scale was misaligned in (B)(4) devices (on opposite side). There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.